Manufacturer narrative:
Reader ((B)(4)) was returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. The reader powered on with button press and with strip insertion. Control solution test was performed and all results were satisfactory. No malfunction or product deficiency was identified. The reported sensor (B)(6) was also returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified, therefore this complaint is not confirmed.section d-4 (expiration date) and section h4 (device mfg date) were updated based on DHR attachment.

Event description:
Customer reported receiving erratic readings on their adc libre sensor. Customer reported a diagonal ¿ downwards trend arrow at the time of the call. Customer reported receiving readings of 39 mg/dl, 43 mg/dl and 206 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dhrs (device history review) were also reviewed for the libre reader. The dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported receiving erratic readings on their adc libre sensor. Customer reported a diagonal ¿ downwards trend arrow at the time of the call. Customer reported receiving readings of 39 mg/dl, 43 mg/dl and 206 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. It should be noted that this sensor does not give numeric value for readings less than 40 mg/dl. A "lo" display message indicates a reading less than 40 mg/dl. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc libre sensor. Customer reported a diagonal ¿ downwards trend arrow at the time of the call. Customer reported receiving readings of 39 mg/dl, 43 mg/dl and 206 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.